Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 26 mg/dl. Customer also reported that inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 26 mg/dl and sensor glucose was 60 mg/dl at the time of the event, the difference is outside the acceptable range. The sensor will not be returned for analysis. Frn-unk-rsvr, unomed set.